Event description:
The user facility reported that the device was leaking around the area of the battery pack during set up prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device was leaking around the area of the battery pack during set up prior to a procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.